Manufacturer narrative:
Concomitant medical products: linoxs65 lead, implanted: (B)(6) 2011, 1642t lead, implanted: (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.